Event description:
The ip2p kit containing cc1.p1 and the ip2 introducer, was shipped to the facility without temperature sensitive packaging. There was no patient involvement, injury or death alleged.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The product was not returned for evaluation. The licox oxygen probes such as ip2p must be stored between 2 degree celsius and 10 degree celsius. However, integra has validated licox oxygen probes transportation time between 2 degree celsius and 50 degree celsius during 5 days maximum. No specific ¿temperature sensitive packaging¿ is required during transportation for the licox oxygen probes. This complaint is linked to shipping. No DHR review is deemed required. A review of integra complaints tracking database since 2013 reveals one similar case only ,in 2013 (pr (B)(4) for a licox temperature probe which did not require to be refrigerated. No trend is observed the shipment involved in this complaint was made according to procedures as verified by the distribution center, with overnight shipment, in a shipping carton bearing a ¿refrigerate on arrival¿ sticker. Inside the shipping carton, the licox oxygen probes packaging boxes bear a yellow ¿keep refrigerated¿ sticker. The complaint is not verified, the shipping procedures were adequate. No further investigation nor corrective action is required.